Manufacturer narrative:
(B)(4). Attempts have been made to gather all product identification information, and no further information has been provided. D6a: initial procedure performed on an unknown date in 2008 h6: proposed component code: mechanical (g04) ¿ stem the product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a right hip revision approximately 17 (seventeen) years later due to naturally worn taper and head. The head and stem were removed. It was confirmed that no further information could be provided.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; d10. Visual examination of the provided pictures identified explanted devices. Both show signs of use (scratches, gouges, dents), bio-debris present. Devices not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.